Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the they experienced high blood glucose. The customer¿s high blood glucose was 576 mg/dl. The customer was treated with manual injection and insulin pump. The customer stated that the they performed the self test and they received hardware low level failures error and failed battery alarm. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that they did not allege insulin pump was under delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, force sensor test, basic occlusion test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected pump error 63 or pump error 4 alarms noted during testing. No battery or power anomalies noted during testing. Pump error 63 confirmed in device history with variable due to broken trace at pin 1 on keypad assembly.